Event description:
This is a non-us related product malfunction. This event occurred in (B)(4). Consumer inserted a tampon and upon removal, a portion of another older tampon came out along with the tampon the consumer was removing. Consumer experienced some headaches, diarrhea and cramping.

Manufacturer narrative:
Device history record in review. Consumer did not return product for evaluation.